Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a follow up medwatch will be submitted.

Event description:
It was reported that the caregiver (cg) saw air in the patient line of the automated peritoneal dialysis (apd) set with cassette during the therapy. The home patient (hp) was connected at the time of the reported event, in initial drain. There was nothing unusual found during the troubleshooting that could have caused or contributed to the report of air in the line. The technical service representative (tsr) advised the hp to start over with new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.